Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the battery door missing. Functional testing was performed. Upon review, the reported problem was duplicated. In addition to the 1310 error code, it was revealed that the rtc battery is over the limit. It was determined that the dso was malfunctional and the over limit rtc battery was the root cause. The battery door, dso sensor, rtc battery will be replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery closing door is missing and the device exhibited error code lec 1310. There was unknown patient involvement.